Manufacturer narrative:
(B)(6).

Event description:
The medical engineer (me) reported a ventilator had a defective nav-ring during pre-use checking in the me room. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the philips field service engineer (fse) confirmed and duplicated the reported issue via operational check. Following the evaluation of the device, the fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other anomalies was reported. Based on the information provided and service performed, the customers alleged malfunction was confirmed. There was no patient or user harm reported due to this event. Based on the information provided, it was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.

Manufacturer narrative:
H10: the bezel assembly was returned for failure analysis and tested, but the failure was not confirmed. Failure investigation found nav-ring adjust settings up and down. Power, battery, and alarm led¿s function. The accept button functions as designed. The power will shut down using the power button and touch screen. Also using power button and accept button. No issues were found with the bezel. H11. Updated contact information and contact office entity.